Event description:
It was reported that the flow reading are suddenly low during treatment. No harm to any person has been reported. As any flow issue is a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed.complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.note: this event occurred on the hong kong market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Manufacturer narrative:
It was reported that the flow reading are suddenly low during treatment. No harm to any person has been reported. As any flow issue is a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. A getinge field service technician (fst) was sent for investigation. The fst found, that the flow/bubble sensor was not completely locked. After completed closed the sensor lock, the flow reading was normal. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the root cause was, that the flow/bubble sensor was not locked. Referring to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2024-01-19. The device history record (DHR) of the cardiohelp was reviewed on 20-06-2023. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Additionally, the review of the non-conformities has been performed on 2025-06-23 for the period of 2024-01-19 to 2025-06-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow reading are suddenly low" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-06-13 till 2025-06-13). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).